Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion set to be pulled out. The customer changed infusion set and resumed insulin delivery.